Manufacturer narrative:
Evaluation summary: one device was returned for investigation. A review of the device history record has been performed by and no failure that may relate to the reported conditions have been noted. Especially, the record related to the overmolding was found within specifications. The visual examination of the returned sample shows that: the sample was returned in its original packaging. The sample was found not contaminated by blood. The two removable handles, mesh dimension and textile knitting pattern were found as expected. The expanders had 1 break in the middle of both expanders and perpendicular to the direction of folding. No trace of collagen was found on the whole surface of the mesh. The reported condition was confirmed. The mesh was broken at 2 points of the expanders, not in the normal location for folding the mesh. The product instructions for use (IFU) which accompanies each device states in chapter ¿operating steps ¿ positioning¿ that ¿3. Fold the hydrated composite ventral patch in half along the junction of the two violet expanders.¿ each step of the DHR was found within specification particularly the overmolding. It was found within specification. Based on the available information, our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ventral hernia repair, at the time of placement of the mesh, it was not opened due to the breakage in the polyglycolic-lactic acid expandable. They used another product to resolve the issue in order to complete the case. The operation was extended for about 45 minutes due to the device problem. There was no patient injury.